Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy menstrual bleeding; prolonged, abnormal menses, amongst non serious events. Plaintiff underwent a total hysterectomy, about three and a half years after essure insertion. The event, seen as menorrhagia, is anticipated in the reference safety information for essure. Genital bleeding/menstrual pattern changes may occur during essure therapy. Given the plausible temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2009 for permanent contraception. Starting at the end of 2013, she began experiencing abnormal, heavy menstrual bleeding; prolonged, abnormal menses; fatigue; and nausea. In (B)(6) 2014 she was found to have an extremely low blood count necessitating blood transfusions. During her emergency department visit in (B)(6), she was also given an injection of depo-provera (medroxyprogesterone acetate) in the hopes that it would alleviate the bleeding. On (B)(6) 2014 she again was admitted and transfused with blood due to her continuing symptoms. After being discharged, she saw her primary care physician, who recommended a total hysterectomy. On (B)(6) 2014, she underwent a total hysterectomy. That painful and invasive procedure was performed by her physician at the hospital. Due to the symptoms and surgery, she was forced to miss work. While most of her symptoms have resolved since the hysterectomy, others remain. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy menstrual bleeding; prolonged, abnormal menses, amongst non serious events. Plaintiff underwent a total hysterectomy, about three and a half years after essure insertion. The event, seen as menorrhagia, is anticipated in the reference safety information for essure. Genital bleeding/menstrual pattern changes may occur during essure therapy. Given the plausible temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal heavy menstrual bleeding, prolonged abnormal menses / abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no.". The patient's past medical history included gravida ii and parity 4. She denies any chest pain, no shortness of breath. Concurrent conditions included obesity, tiredness, uterine fibroids and escherichia coli infection. Family history included hypertension (mother) and diabetes (mother). Concomitant products included methylprednisolone acetate (depo-medrol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue / fatigue"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fibroma ("leiomyomata with focal dystrophic calcification (fibroid tumors)"). In january 2014, the patient experienced blood count abnormal ("very low blood count necessitating blood transfusions"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced back pain ("back pain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis ("chronic endometritis"), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with medroxyprogesterone acetate (depo-provera), blood transfusion, auxiliary products, ciprofloxacin (cipro), surgery (blood transfusion on 07-mar-2014; total hysterectomy on 10-mar-2014.) And surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, fatigue, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and anaemia had resolved and the pelvic pain, nausea, blood count abnormal, urinary tract infection, back pain, fibroma, endometritis, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, blood count abnormal, dysmenorrhoea, endometritis, fatigue, fibroma, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: while most of her symptoms have resolved since the hysterectomy, others remain. Current weight 210.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. In jan-2014 she was found to have an extremely low blood count necessitating blood transfusions. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia,anemia,urinary tract infection" further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal), urinary tract infection, back pain, dysmenorrhea (cramping), leiomyomata with focal dystrophic calcification (fibroid tumors), chronic endometritis, pain, weight gain, abdominal pain, anemia, did you undergo an essure confirmation test?: no.", reporter, lot number, concomittant condition added from pfs. Concomittant and historical conditon, family history added from medical record.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal heavy menstrual bleeding, prolonged abnormal menses / abnormal bleeding (menorrhagia)"), endometritis ("chronic endometritis"), genital haemorrhage ("abnormal bleeding (general)") and haemorrhagic anaemia ("anemia / abnormal bleeding (general) multiple visits for severe, life threatening anemia due to hypermenorrhagia") in a 36-year-old female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no.". The patient's medical history included multigravida and parity 4. She denies any chest pain, no shortness of breath. Concurrent conditions included obesity, tiredness, uterine fibroids and escherichia coli infection. Family history included hypertension (mother) and diabetes (mother). Concomitant products included methylprednisolone acetate (depo-medrol). On (B)(6)2009, the patient had essure inserted. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 1 year 6 months after insertion of essure. In march 2011, the patient experienced back pain ("back pain"). In 2013, the patient experienced nausea ("nausea"). On (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue / fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In september 2013, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and life threatening). In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient was found to have fibroma ("leiomyomata with focal dystrophic calcification (fibroid tumors)"). In january 2014, the patient was found to have blood count abnormal ("very low blood count necessitating blood transfusions"). On (B)(6)2014, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspnoea ("breathing became complicated during the removal surgery"), cough ("I was coughing") and bronchitis ("I was having bronchitis"). The patient was treated with blood transfusion, auxiliary products, dicycloverine hydrochloride (bentyl), dicycloverine hydrochloride (dicyclomine hcl), iron, medroxyprogesterone acetate (depo-provera), oxycodone, paracetamol (acetaminophen), ciprofloxacin (cipro), surgery (blood transfusion on (B)(6)2014; total hysterectomy on (B)(6)2014. And total abdominal hysterectomy) and blood trasfusion/iron tabletss. Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, haemorrhagic anaemia, fatigue, vaginal haemorrhage, urinary tract infection, dysmenorrhoea and fibroma had resolved and the endometritis, nausea, blood count abnormal, back pain, weight increased, abdominal pain, dyspnoea, cough and bronchitis outcome was unknown. The reporter considered abdominal pain, back pain, blood count abnormal, bronchitis, cough, dysmenorrhoea, dyspnoea, endometritis, fatigue, fibroma, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: while most of her symptoms have resolved since the hysterectomy, others remain. Current weight 210.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. In jan-2014 she was found to have an extremely low blood count necessitating blood transfusions. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming menorrhagia,anemia,urinary tract infection" quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received. Events added from pfs- difficulty breathing, coughing, bronchitis. And event anemia was updated from anemia from blood loss make as medically significant and life-threatening. Treatment drug, events onset date were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal heavy menstrual bleeding, prolonged abnormal menses / abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no.". The patient's past medical history included multigravida and parity 4. She denies any chest pain, no shortness of breath. Concurrent conditions included obesity, tiredness, uterine fibroids and escherichia coli infection. Family history included hypertension (mother) and diabetes (mother). Concomitant products included methylprednisolone acetate (depo-medrol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue / fatigue"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fibroma ("leiomyomata with focal dystrophic calcification (fibroid tumors)"). In (B)(6) 2014, the patient experienced blood count abnormal ("very low blood count necessitating blood transfusions"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced back pain ("back pain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis ("chronic endometritis"), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with medroxyprogesterone acetate (depo-provera), blood transfusion, auxiliary products, ciprofloxacin (cipro), surgery (blood transfusion on(B)(6) 2014; total hysterectomy on (B)(6) 2014.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, nausea, blood count abnormal, urinary tract infection, back pain, fibroma, endometritis, weight increased and abdominal pain outcome was unknown and the menorrhagia, fatigue, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and anaemia had resolved. The reporter considered abdominal pain, anaemia, back pain, blood count abnormal, dysmenorrhoea, endometritis, fatigue, fibroma, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: while most of her symptoms have resolved since the hysterectomy, others remain. Current weight 210.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. In (B)(6) 2014 she was found to have an extremely low blood count necessitating blood transfusions. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia,anemia,urinary tract infection" quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal heavy menstrual bleeding, prolonged abnormal menses / abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no." The patient's past medical history included multigravida and parity 4. She denies any chest pain, no shortness of breath. Concurrent conditions included obesity, tiredness, uterine fibroids and escherichia coli infection. Family history included hypertension (mother) and diabetes (mother). Concomitant products included methylprednisolone acetate (depo-medrol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue / fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fibroma ("leiomyomata with focal dystrophic calcification (fibroid tumors)"). In (B)(6) 2014, the patient experienced blood count abnormal ("very low blood count necessitating blood transfusions"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced back pain ("back pain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis ("chronic endometritis"), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with medroxyprogesterone acetate (depo-provera), blood transfusion, auxiliary products, ciprofloxacin (cipro), surgery (total hysterectomy) and surgery (blood transfusion on (B)(6) 2014; total hysterectomy on (B)(6) 2014.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fatigue, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fibroma and anaemia had resolved and the nausea, blood count abnormal, back pain, endometritis, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, blood count abnormal, dysmenorrhoea, endometritis, fatigue, fibroma, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: while most of her symptoms have resolved since the hysterectomy, others remain. Current weight 210.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. In (B)(6) 2014 she was found to have an extremely low blood count necessitating blood transfusions. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia,anemia,urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received and events outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.